Event description:
It was reported by the patient that the patient was experiencing muscle stimulation around the implantable pulse generator (ipg). It was stated that the sensation "got worse so he went to the emergency room." A device check revealed that "the device was changed from bipolar to unipolar at the last check." Communication with the clinic confirmed that the right ventricular (rv) lead specifically, had previously noted high thresholds that instigated the programming change. The patient was eventually evaluated by the clinic and both the rv lead and the ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).